Event description:
As reported by our edwards affiliates in south korea, during a procedure using a 26mm sapien 3 ultra transcatheter heart valve via transfemoral approach, it was not possible to cross the native valve with the sapien 3 valve, and an annular rupture occurred. Cardiopulmonary resuscitation (CPR) was performed, ECMO was connected, and the procedure was converted to surgery. Unfortunately, the patient expired an hour later.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander ds for s3u and the device procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to cross native annulus was unable to be confirmed as no relevant procedural imagery was provided for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. As per the complaint description. "During the procedure, it was not possible to cross the native valve with the sapien 3 valve, it was repeatedly tried to insert the delivery system through the native valve and an annular rupture occurred" also as per the patient information the native aortic valve was severely calcified. Per the training manual, "heavy calcification" is one of the potential factors that can lead to crossing difficulty. It is possible that the delivery system and/or the crimped valve interacted or caught on the calcium nodules present in the native annulus during crossing, resulting in the reported event. In this case, while a conclusive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.